Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the sp cadiere forceps be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during a da vinci-assisted surgical procedure customer the cadiere forceps single port (sp) instrument presented a movement opposite to the controls. There was no report of patient harm, adverse outcome or injury.